Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the leaves in the collimator needed to be adjusted. After the leaves were adjusted, the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was stuck on the ¿initializing collimator¿ error upon boot-up. This issue was noted outside of a procedure, and there was no patient involvement.